Event description:
It was reported that the device display was black. Physio-control evaluated the device and found it failing to advance past the boot up screen, locking up, with a blank or black display. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the user interface pcb assembly and completed other unrelated repairs. Proper device operation was confirmed through functional and performance testing and the device returned to the customer for use. Further evaluation of the removed user interface pcb assembly determined the cause of the malfunction to be failure of the u4 ic chip. It was disrupting the usb internal connections and disabling the device from advancing past the initial boot up screen.